Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that the bottom of the foot control device was leaking oil around the black plate that connects to the base of the foot pedal. It was reported that this event was not related to surgery. There was no patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly

Manufacturer narrative:
The date of this report was inadvertently documented as mar 18, 2016 on the initial report. It has been updated to reflect the correct information of apr 18, 2016 device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device did not leak oil. Therefore, the reported condition was not confirmed. The assignable root cause was not determined. However, during evaluation, it was determined that the drip rate was out of adjustment (drip rate was low 12.9 per drop and should be 5-6 seconds per drop) and the locking knob was sticking (slow to return to the locked position). It was determined that these issues were due to wear from normal use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate